Event description:
A malfunction alarm identified as malf 9 was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the customer in performing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to report if any issues arose again.